Manufacturer narrative:
Although requested, no patient info was provided.

Event description:
During patient use, suddenly a "press sensor error" occurred after "disconnect" alarm repeatedly occurred. The ventilator continued to ventilate. However, the patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.